Event description:
The manufacturer received information alleging cough, shortness of breath related to a CPAP device's sound abatement foam. The patient has seen black particles in chamber, sometime it was not turned on, smelled like burning, machine alarm has went off and says error. The patient burned her hands from the hot water and her throat becomes very red. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in chamber related to a CPAP device's sound abatement foam. It was also alleged that the device was was not turned on, smelled like burning, machine alarm has went off and says error and burned her hands from the hot water and her throat becomes very red. Patient was also alleging cough and shortness of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Minor dust/dirt contamination on inside and outside of top and bottom enclosures, blower bellow, blower box top, front ui panel, and side panel, airpath, and sd flip side door. Liquid ingress with mineral deposits were observed on the blower, blower box, and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigator confirmed there was no evidence of sound abatement foam degradation/breakdown was observed but presence of dust/dirt contamination in the entire airpath, likely from a source external to the device. Section d8, d9, h2, h3 and h6 has been updated.